Event description:
Smiths medical intl ltd, has been notified of an event of the cuff losing pressure. The tube was in use for two yrs. The pressure was measured every two or three hrs. The valves decreased at about 10cm water since about two mos. No adverse outcome. Event occurred at a nursing home in another country.